Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an episode of congenital heart block (chb) intraoperative. They had persistent chb in the cardiac intensive care unit with junctional escape 70s-80s. The patient's dual chamber automatic implantable cardioverter defibrillator (aicd) was reprogrammed on (B)(6) 2022 and then again on (B)(6) 2022. The patient eventually self-converted back to normal sinus rhythm. A chest x-ray on (B)(6) 2022 noted a left pleural effusion. On (B)(6) 2022 the patient tested positive for klebsiella urinary tract infection (uti) and was given a 7 day course of cefepime. The patient's left pleural effusion was noted as improving. It was later communicated that the patient underwent concomitant tricuspid valve (tv) ring with heartmate3 (hm3) implantation. The chb was likely directly related to tv ring rather than hm3 implant. The issue reportedly resolved. The patient reported improving symptoms of shortness of breathe after a pump speed increase on (B)(6) 2022. The patient went for right heart catheterization on (B)(6) 2022 after which diuresis was discontinued.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed through this evaluation as no log files were submitted by the account for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient was ultimately transplanted on (B)(6) 2022 (MFR # 2916596-2022-16155). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia, right heart failure, and wound dehiscence as adverse events that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2022 low flow alarms occurred. The patient was treated with intravenous fluids. The patient experienced moderate right heart dysfunction post operatively. On (B)(6) 2022 the patient experienced sternal dehiscence. Scant drainage was noted but there was no sign on infection. Gauze dressings would be changed daily. On (B)(6) 2022 the patient experienced severe right heart dysfunction. The pump speed was increased to 5100 rpms and the patient was started on inotropes. The patient experienced diarrhea on (B)(6) 2022 and (B)(6) 2022 which self-resolved. The sternal dehiscence resolved on (B)(6) 2022. The right heart dysfunction resolved on (B)(6) 2022. The low flow alarms resolved on (B)(6) 2022.